Manufacturer narrative:
Model number/catalog number 720185-01. Serial number n/a. Batch/lot number n/a. Model/catalog description reservoir flat iz 100 ml. Unique identifier (UDI) # (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of discomfort, pain, hernia, and disfigurement were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with penile pain involving the shaft and glans. Six months later, the patient reported reduced device usage due to persistent discomfort and worsening pain when the prosthesis was fully inflated. Clinical evaluation revealed a pronounced leftward curvature with downward angulation of the penis (left lean). The patient also experienced scrotal pain, with tenderness noted around the pump bulb in the scrotum. A computed tomography (CT) scan identified a left-sided hernia. Pain management was achieved with medication. No additional information was provided.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with penile pain. Six months later, during a follow-up visit, the patient was using the device less frequently than desired due to discomfort and worsening chronic pain when the device was fully inflated, caused by a left lean of penis. The pain was treated with medication, and no additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to field h6: impact codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms of discomfort, disfigurement and pain are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with penile pain. Six months later, during a follow-up visit, the patient was using the device less frequently than desired due to discomfort and worsening chronic pain when the device was fully inflated, caused by a left lean of penis. The pain was treated with medication, and no additional information was provided.